Manufacturer narrative:
Results pending investigation.

Event description:
User reported that the ventilation module malfunctioned, causing an interruption in sweep. There was no patient harm; however, this type of event is considered reportable.